Event description:
Customer reported that the pump was programmed to deliver 460mls over one hour and instead delivered 620mls. No patient harm or medical intervention was reported. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer does not allege a device malfunction, but has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
Manufacturer's report date: 07/28/2015. The customer's report of an over infusion was not confirmed. On (B)(6) 2015 12:18 pm an infusion of an unknown guardrails IV fluids (drugid 14) was programmed to infuse at the following manually entered values: rate of 852ml/h and vtbi of 426ml. A minute later, the rate was changed to 426ml/h. At 1:18 pm, the infusion completed. The primary volume infused was listed as 426.017ml. At 1:49 pm, the infusion was restored and continued at a rate of 426ml/h and vtbi of 426ml. At 2:24 pm, the channel off key was pressed; however the pcu silence key was immediately pressed causing the pcu to not power off completely. The primary volume infused was listed as 640.294ml. At 3:08 pm, the volume infused was checked; and at 3:37 pm, the channel off key was pressed and the pcu powered off. The primary volume infused was remained at 640.294ml. The root cause of the customer's report was not identified. No device was returned for this investigation.